Event description:
It was reported that two weeks after the right ventricular (rv) lead was replaced, the lead impedance and capture threshold had increased and is now high. There is a suspect of a connector issue with the device. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).